Event description:
It was reported to philips that the system was not able to bootup, it was stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected system was not in clinical use at the time of the event. It was reported that the system was not able to bootup, it was stuck at 00:00. Review of the logfile does not confirm the malfunction. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the problem in flex vision pc. Fse reset and clean the grabber card in flex vision pc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.